Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had an implant that was put in several years ago that was ¿non-functioning¿. Technical services reviewed the patient¿s device registration information with the caller and suggested that the caller confirm with the healthcare provider (hcp)/patient that this was the correct information. The caller indicated that information sounded familiar. It was recommended that the patient see their hcp to have their device checked. The event date was asked but was unknown. No further complications were reported/anticipated.